Manufacturer narrative:
The dates of the events are unknown; however, according to the article, the study period was from december 2013 to january 2017. For this reason, the first day of the reported study period (01-dec 2013) was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to confirm the cause of the reported events. It is possible that a conduction system disturbances were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the article, ¿computed tomography characteristics of the aortic valve and the geometry of sapien 3 transcatheter heart valve in patients with bicuspid aortic valve disease,¿ from december 2013 to january 2017, a total of 280 consecutive participants that received sapien 3 valves for aortic valve stenosis, enrolled in the portico ide randomized trial or resolve registry at a single-center were analyzed. Of the 280 patients, 41 patients were diagnosed as having bicuspid aortic valve (bav) and 239 patients were diagnosed as tricuspid aortic valves (tav). Per the articles 30-day outcome results, 19 patients required a new pacemaker. Reference: kawamori, hiroyuki, et al. "Computed tomography characteristics of the aortic valve and the geometry of sapien 3 transcatheter heart valve in patients with bicuspid aortic valve disease." European heart journal-cardiovascular imaging (2018).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Three manufacturer reports were submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-04566, 2015691-2018-04567, and 2015691-2018-04568.